Manufacturer narrative:
The investigation of ventricular tachycardia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined. B.2 revised as the wrong selection was reported on the initial manufacturer device report number 1220648-2025-26631. B.3 revised date of event as it was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26631. E.1 added us phone number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26631. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26631 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and reporting contact fax number as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-26631. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26631 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
It was reported that a study documented a report of a 64-year-old male patient who experienced short runs of ventricular tachycardia during impella 5.5 support. The condition was believed to have a definite relationship to the impella device, impella procedure, and surgical procedure. No treatment was required and support continued uninterrupted.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.